Manufacturer narrative:
Corrected information can be found in d4 - primary UDI number.

Event description:
Event occurred regarding with tego connector where it was reported that upon disconnection arterial line, the tego appeared to be faulty. The arterial pool immediately filled with air. Customer closed the clamp and sucked out the air. It appears the inside was not sealed shut.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 oct 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
One used list# d1000, tego¿ connector, appx 0.05 ml was returned for evaluation. As received, no visible damage or anomalies were noted on the tego, no mating device was returned for evaluation. The tego was functional tested and passed the low/high pressure test and the vacuum test. Complaint of product incorporates / allows air passage cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 11/4/2025. Corrected information can be found in: b5 - describe event or problem. D4 - lot #. D4 - expiration date. D7a - single use device. D10 concomitant products. E3 - initial reporter occupation . E4 - initial report sent to FDA. G2 - report source. H4 - device mfg date.

Event description:
Correction: the event occurred on an unspecified date.